Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The fse was dispatched to the customer site for servicing. A handle kit and button kit were ordered indicating the parts may have needed replacement; however, the reason for the possible replacement remains unknown. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Updated with new information. Device code updated.

Event description:
The fse was dispatched to the customer site for servicing. The button kit was observed to be damaged. There was no reported patient or user involvement and no adverse patient/user impact.